Event description:
Pharmacy sent dose of busulfan to floor for 1400 dose. Following inspection of the dose, nursing reported to pharmacy that drug had precipitated and requested another dose. Second dose delayed by 2 hours, but administered without incident. Following day, dose timed for 1000 reported by nursing to have precipitated and visualized leakage of chemotherapy in delivery bag. A second dose was sent to the floor. The second dose was reported by nursing to have precipitated. The pharmacy clinical manager contacted the manufacturer of the closed-system drug transfer device (clave/spiros) utilized in the preparation of chemotherapy to alert them of the issue. Staff were instructed to immediately stop use of the device and prepare chemotherapy using standard technique. Third dose was prepared via standard technique and infused without incident (administration delayed approximately 30 minutes). The patient has not experienced any untoward effects during this time period. Health professional impression: the spiros device may be exposing cytotoxic agents during the preparation & handling.